Manufacturer narrative:
Eval results: visual inspection of the returned product showed that the optic was torn and there was a clear surgical residue on the lens. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
It was reported that the surgeon attempted to insert a cq2015a three piece collamer lens and the lens tore while advancing in the injector. There was pt contact but no injury.